Event description:
The customer's mother reported that on (B)(6) 2012 at 8:16 am, her daughter's blood glucose measured 353 mg/dl and at 8:46 am, it was 318 mg/dl. She changed the device and saw that the cannula was kinked. With the new pod in place, her daughter's bg stabilized at 185 mg/dl by 11:04 am.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the bent the kinked condition of the cannula or to determine whether it could have contributed to reported hyperglycemia. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warn "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If you feel nauseated at any point, check for ketones and call your healthcare provider immediately. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."